Event description:
It was reported that the physician implanted a helex septal occluder in 2008 to close a pfo (patent foramen ovale). On tte (transthoracic echocardiography) 24 hours after implant, the device was confirmed in good position. At a one month follow-up, the device had embolized to 5-6cm above the aortic bifurcation. On the following month, the physician explanted the device in a transcatheter procedure using an interventional clamp. The patient was doing well following the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The engineering analysis revealed no abnormalities of the device.